Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd interlink¿ IV cannula threaded lock ¿there was no problem when used for 10 hours. However, leakage occurred when the consumer reconnected the threaded lock. The inserted cannula part was broken. The broken part was lost.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: pictures included in complaint record and physical sample received in bd juncos for evaluation on 29mar17. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #4335630, regarding item #303369. This investigation consisted in the lot manufacturing records review and physical sample evaluation. Manufacturing records review: sub-assembly (B)(4), lot# 4335630 was manufactured from 01dec14 until 08dec14 as per production order# (B)(4). In process inspections as per quality record bdm0828 were performed, for visual inspection a sample size of 24 pieces per hour (a=0/r=1). Functional test conducted of shield pull force (specification 0.25lbs min. To 8 lbs. Max.) And total length (specification 1.720in min. To 1.760in max.), on 24 samples at the shift start up and four (4) samples from two stations every two hours. Final inspection as per ifm593 for visual characteristics such as crack, splits, warped, distorted cannula, damage luer lock lugs or cannula stem, burns, short shots, flash, distorted or damaged locking feature and distorted) was performed. Lot was packed on the mahaffy interlink #5 machine during 07dec14 to 08dec14 as per bdm0987. Packing in process inspections as per bdm0984 passed with satisfactory results. A total of (B)(4) units were released for sterilization quarantine shipment on 11dec14 and sterilization released was approved on 16dec14. Review of instrument calibrations was conducted according documentation on bdm0828 and they were calibrated within their calibration due date. The production of threaded lock catalog 303369 was discontinued from bd juncos on year 2014 and transferred to other bd plant. Sample evaluation: one physical sample was received for evaluation on 29mar18. Evaluation of the physical sample was performed with the personnel who worked with this operation back in 2014. The sample was unpacked, used and identified as biohazard. The sample included the threaded lock without the shield and the cannula. The interlink piece with the septum was included, but that part was not manufactured by bd juncos. The top part was found in good condition, no damages, cracks or voids were observed. Since the top part was found in good condition as no indication of machine shield assembly station or rotary plate out of time, no potential causes from the manufacturing process were identified for the broken cannula. The customer indicated that no problem was observed when used during 10 hours, then when reconnected the threaded lock the leakage occurred. Based on this, it may be possible that the broken cannula occurred due to the reconnection handling process with interlink. Bd juncos was not able to confirm the customer¿s indicated failure mode. Based on the sample evaluation, the broken cannula was not related to the manufacturing process. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Manufacturer narrative:
H.6.  Additional information was received for the medical device expiration date.  The following field(s) have been updated: d.4. Medical device expiration date: 12/31/2019.